Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the dilator tip had a spur. During preparation for a pulse field ablation (pfa) procedure to treat atrial fibrillation a faradrive steerable sheath clear was selected for use. A spur was noticed on the tip of the dilator and the opening was flared out. The sheath and dilator were replaced and the procedure was completed. No patient complications were reported. The device is not expected to be returned for analysis due to disposal.